Manufacturer narrative:
The product was returned with the membrane slightly folded and no visible blood on the catheter. The sheath was not returned for evaluation. - a laboratory insertion test was unable to be performed due to the membrane being unfurled. - the technician then attempted to insert a laboratory 0.025¿ guide wire through the inner lumen of the returned iab and was successful. - an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4). Record ID (B)(4).

Event description:
It was reported that upon insertion of the intra-aortic balloon (iab) the iab became unfurled. The insertion was attempted in the right femoral artery under fluoroscopy. It was unable to be inserted. The iab was replaced. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that upon insertion of the intra-aortic balloon (iab) the iab became unfurled. The insertion was attempted in the right femoral artery under fluoroscopy. It was unable to be inserted. The iab was replaced. There was no reported injury to the patient.